Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence without knowing the specific failure, however, factors that could have contributed to the reported event include: bending of the delivery needle. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zipcode: (B)(4).

Event description:
It was reported that during a left acl surgery + meniscal repair surgery, t2 failed to deploy and t1 was left behind in patient's joint unsupported. The procedure was completed with a back up device with no delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.